Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that he is receiving several service codes and that his belt cannot properly mate with his monitor. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service codes/belt cannot connect to monitor) was confirmed. The cause for the broken electrode belt was a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.